Event description:
The customer reported being able to open front cover of unicel dxi 800 access immunoassay system without the system going into the "not ready" mode. The instrument was not in "running" mode while covers were open. The customer indicated a jumper plug was installed in power distribution printed circuit board (pcb) that bypassed the interlock switches. The customer was unable to find the connector for the interlock cable assembly and service was called. Field service engineer (fse) located the connector for interlock cable assembly, removed the jumper plug, and connected interlock switches; and system operated normally. Service activity was verified as meeting performance specifications. The interlock over-ride jumper plug was most likely left by service technician. The district service manager was informed of presence of interlock jumper left by service personnel. There was no report of injury in connection with this event. Issue was corrected with parts replacement.

Manufacturer narrative:
(B)(4).